Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with an unspecified component that was melted. It was confirmed the event occurred prior to any patient treatment, and there was no patient involvement. Upon follow up, it was confirmed there was likely false contact in the outlet. The technician advised the user facility to use a voltage regulator and to replace the electrical outlet. It was confirmed that the machine returned to service, and confirmed that no sample parts were available for return. Additional information was requested but was not provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Device code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.